Event description:
Procedure type: lobectomy according to the reporter: at the 5th firing on brachial tube it stopped the firing in the middle. Pushing silver button, the jaw was opened to release device from tissue with no problem. For recovery a new one was opened and another egia45ctamt was loaded for the additional firing on the failed staple line. However it also stopped the firing in the middle. Using manual handle instrument with setting type of sulu, the case was completed with no problem. The surgeon reported the concerning tissue was a bit harder than usual but the manual device could operate it normally. There was no anticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 06/30/2014.